Manufacturer narrative:
Patient identifier, sex and weight were not provided. Sorin group (B)(4) manufactures the xtra bowl autotransfusion disposable device. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that an xtra disposable bowl used for autotransfusion burst during a procedure and blood fell into the xtra unit. The blood could not be reinfused back to the patient. On (B)(6) 2016, sorin group (B)(4) was informed that the patient belonged to the jehovah's witnesses, and no heterologous blood could be administered. The patient was monitored in ICU after operation, according to information, no report of patient injury was reported. On april 18th, sorin group (B)(4) became aware that the user facility had submitted a report to the local competent authority. This medwatch report is being filed in response to this action. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. : device undergoing decontamination.

Event description:
Sorin group (B)(4) received a report that an xtra disposable bowl used for autotransfusion burst during a procedure and blood fell into the xtra unit. The blood could not be reinfused back to the patient. On (B)(6) 2016, sorin group (B)(4) was informed that the patient belonged to the jehovah's witnesses, and no heterologous blood could be administered. The patient was monitored in ICU after operation, according to information, no report of patient injury was reported.

Manufacturer narrative:
(B)(4). Sorin group (B)(4) manufactures the xtra bowl autotrasfunsion disposable device. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that an xtra disposable bowl used for autotransfusion burst during a procedure and blood fell into the xtra unit. The blood could not be reinfused back to the patient. On april 17th, 2016, sorin group (B)(4) was informed that the patient belonged to the (B)(6), and no heterologous blood could be administered. The patient was monitored in ICU after operation, according to information, no report of patient injury was reported. On april 18th, sorin group (B)(4) became aware that the user facility had submitted a report to the local competent authority. The involved bowl was returned to sorin group (B)(4) for further investigation. Visual inspection of the returned bowl found a crack in the external bell of the disposable. Further inspection identified black scratches and marks consistent with the bowl lifting during operation, causing friction against the holding arm of the equipment. Analysis of the print out of the case showed that the unit received an alarm for bowl arm mispositioning during set up of the disposable. After the event, the equipment was verified and found to be conforming. Follow-up communication with the customer revealed that the user was trained to the correct usage of the disposable after the event. It is unknown if the user had been trained on the proper use of the disposable prior to the event. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) determined one potential root cause to be incorrect bowl arm positioning. However, sorin group (B)(4) has also initiated a CAPA project for this type of issue, which identified the root cause to be detachment of the bottom lid from the external bell of the bowl as a result of incorrect settings for the welding parameters of the two subcomponents (bottom lid and external bell). The welding parameters were investigated, properly set and validated. This corrective action was implemented in july 2015. Since the implementation of the corrective action, the complaint rate for this type of issue has decreased significantly. Sorin will continue to monitor the market for new trends related to this type of issue.